Event description:
It was reported that transray plus 40cc the had optical sensor malfunction after insertion, the catheter was connected to the cardiosave and start was pressed, but an "optical sensor malfunction" message appeared and blood pressure could not be displayed. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6) it was reported that transray plus 40cc the had optical sensor malfunction" message appeared. A trp4046 was used in an emergency pci procedure in the cardiac catheterization laboratory. After insertion, the catheter was connected to the cardiosave and start was pressed, but an "optical sensor malfunction" message appeared and blood pressure could not be displayed. The catheter in question was removed and another trp4046 was inserted. The sensor was calibrated and iabp therapy was initiated. Since two trp4046s were used, a sample was requested. The catheter in question had already been discarded, so it could not be retrieved and the serial number was unknown. It was agreed that analysis would not be possible.